Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported large amount of leakage was confirmed from the cassette during cataract/vitrectomy combination surgery. The surgery was completed without any leakage after replacing the cassette with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned sample was visually inspected and confirmed the green port of the cassette body cracked which will result in the customer's experience. Further inspection found the port area surrounding the crack exhibited stress cracking that could be seen under magnification. The source of the leakage was a crack on the infusion cassette-port which caused the leakage. A root cause determination is in-progress to investigate this quality issue and understand if the defect would have originated from the manufacturing process or from some other source. An investigation plan has been established to evaluate and analyze processes with the potential to cause this observed quality issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).